Manufacturer narrative:
The insulin pump was received with a stripped battery coin slot. No corrosion was noted on the battery cap contact. No unexpected restart error alarm or blank display was noted. The insulin pump passed the unexpected restart error test and the self test. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratches on the reservoir tube window and a stained end cap sticker.

Event description:
It is reported that the customer had high blood glucose levels of 400 mg/dl. The customer reported a blank display on the insulin pump. The customer also reported cracks on the case of the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.